Event description:
It was reported that patient subject to a vns study was hospitalized due to increased seizures. The severity of the event was indicated to be moderate. The increase in seizures was believed to be possibly related to the vns therapy and unlikely related to implant or stimulation. The event debuted on (B)(6) 2015. The study therapy was not changed. The outcome was indicated as not recovered. The increased seizures did not cause the subject to discontinue from the study. It was indicated that the increase in seizures was a serious adverse event and that it was life threatening. It remained unknown whether the seizure rate was above or below the pre-vns baseline level. Further information was later received indicating that the last follow-up visit had taken place in (B)(6) 2014 and that the patient was seizure free at that time. The vns system was tested and diagnostics returned impedance results within normal limits. Review of manufacturing records confirmed that the generator and the lead passed all functional tests prior to distribution. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed that the generator and the lead passed all functional tests prior to distribution.

Event description:
Further information was received confirming that the vns system was functioning. The device was tested and diagnostics returned impedance results within normal limits. It was reported that the patient's seizure rate had remained below the pre-vns baseline, and that before the use of vns therapy the patient presented series of seizures and status epilepticus which were controlled by stimulation. Vns therapy decreased the patient's seizure frequency. The patient presents only complex partial seizures with aura. It was reported that the auras remained below the pre-vns baseline.